Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results for three patients involving unicel dxl 800 access immunoassay system. This is report number one of six. The elevated results did not fit the clinical condition of the patient. The patient's results were within the risk stratification range and retested producing results within the normal reference range. The elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The patient's samples were drawn in 13x100 lithium heparin tubes. Quality control (qc) was within specifications. System check information was not supplied by the customer. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02253, 02254, 02255, 02256, 02257.